Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, ventricular (rv) lead auto-threshold lead alert test suspended due to low evoked response. Further information was received that this lead exhibited oversensing of noise. Technical services (ts) also discussed with the health care professional (hcp) how the device was inadvertently reprogrammed from bipolar pacing to unipolar. Reprogramming of the device settings was performed. This rv lead remains in service. The patient will continue to be monitored. No adverse patient effects were reported.